Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that after catheter placement; cracks were found on the connection between the arteriovenous end cap and the tubing, and blood oozed out. The catheter was pulled and replaced with a new one. No pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.